Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The reported patient effect of dissection is listed in the hi torque guide wire instructions for use as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported failure to advance, difficult to advance dissection, and serious injury / illness/ impairment. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Correction: e3 - occupation: updated from ni to physician.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. Attachment post-market clinical follow-up report (pmcf): pmcf(B)(4). B3- estimated procedure/event date is 04/09/2024 to 05/13/2024 (april 9, 2024, to may 13, 2024). D4- the UDI is not known as the part and lot number were not provided.

Event description:
It was reported through the pmcf (post-market clinical follow-up evaluation) report, that the ht turntrac may be related to the adverse patient effects of dissection. The ht turntrac guide wire may be related to the device malfunctions of unable to cross the lesion and unable to facilitate placement of another device. Details are listed in the attached article, titled post market clinical follow-up evaluation report nitinol coronary guide wires. Please see the attached pmcf for specific information.